Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported alarm was determined to be a check patient line alarm through the event history log review. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. No failure or malfunction were identified that could have caused or contributed to this reported difficulty. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who performs pd therapy on a homechoice (hc) who experienced an unknown alarm while on the hc device. No additional information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A device history review and a service history review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is the same patient as (B)(4).